Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine fitting appointment in situ measurements showed affected channels.

Manufacturer narrative:
Conclusion. Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
At a routine fitting appointment in situ measurements showed affected channels. The user has been re-implanted on (B)(6) 2020.